Event description:
This ICD was explanted when the rv lead was removed due to noise, inappropriate shocks and a fracture. This ICD has dark marks on the housing.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 39 months and 242 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified and proved to be as expected. The device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the detection of vf episodes, several of which resulted in shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.